Event description:
Customer reported a bent probe / dripping probe. Site contact does believe probe dripped into reagent vials but could not provide lot numbers as reagents have been discarded. No erroneous results released. Provue was taken out of use immediately after incident. No harm came to any user.

Manufacturer narrative:
Ocd field engineer went on site and replaced a broken probe. Instrument has been returned to expected operation. (B)(4).